Event description:
The intra-aortic balloon leaked. Blood was noted in the catheter. The intra-aortic balloon was not returned to datascope for eval. The intra-aortic balloon was discarded by the facility. (Event complications: none from the event-reported 5/20/98.) (Pt's current status: unk-reported 5/20/98).